Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was leaking underneath the cannula on (B)(6) 2024. The infusion set was in use for half an hour. The blood glucose level at the time of event was 200 mg/dl and the patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.